Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported an old neurostimulator in place for 2 years and there was an issue on the lead. At the time of lead replacement on 2015-05-19, the patient was still receiving stimulation with no additional information available. Factors that may have led or contributed to the issue remain unknown. No diagnostics or troubleshooting was performed. No actions were taken to resolve the issue. There was information that the event was for the patient treatment at baseline. Relevant medical history includes idiopathic urinary incontinence since 2000. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was replaced with a new lead on (B)(6) 2015.